Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced a "bumping sensation." The patient stated they had experienced this sensation before. Follow up with the patient's clinic confirmed that the patient was admitted to the ER for shortness of breath and wheezing. The clinic advised that the chart notes indicate the device voltage was set too high and the patient experienced muscle stimulation. Adjustments were made to the device's pacing voltage, and the device remains in use. No patient complications have been reported as a result of this event.